Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor signal loss on the ilet, and support provided troubleshooting and education that included switching the cgm mode from 6 to 7 and allowing up to 30 minutes for reconnection; the user performed a fingerstick of 178 mg/dl and entered the value into the ilet. Symptoms included loss of cgm data availability. Outcomes included temporary interruption of automated dosing pending cgm reconnection. Investigation included remote troubleshooting and user education. Investigation of this case revealed a communication disruption between the cgm and the ilet consistent with known signal loss behavior, with no evidence of hardware breakage or user injury. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication loss.